Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturing reference number: 2017865-2022-16036. It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular and right atrial leads were unable to completely extend the helix. The two leads lead was removed and replaced. No patient consequences were noted.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.